Event description:
As reported by the (B)(4) edwards sales representative, during a procedure the physician attempted to implant a 26mm sapien valve inside a degenerative 25mm perimount valve in the mitral valve position via transvenous/transeptal approach. There was difficulty with the coaxial alignment of the retroflex 3 delivery catheter and the mitral biological valve thus the procedure was aborted. At some point during the case the sapien valve embolized into the ventricle and was snared and implanted in the descending aorta below the renal artery using a cristal valvuloplasty balloon via the left femoral artery. The patient was reported as doing well after the case. Imaging for this case is not available.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide the edwards sapien transcatheter heart valve, model 9000tfx, (sizes 23 mm and 26 mm), are indicated for transfemoral delivery with the edwards retroflex 3 delivery system and transapical delivery with the ascendra delivery system in patients with severe aortic stenosis who have been determined by a cardiac surgeon to be inoperable or high-risk for open aortic valve replacement and in whom existing co-morbidities would not preclude the expected benefit from correction of the aortic stenosis. The safety and effectiveness of the edwards sapien transcatheter heart valve via transvenous/transeptal approach in the mitral valve have not been established. In this case, procedural factors likely caused or contributed to this event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.